Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. The tip was not separated as reported. There was a bend in the tip 6 mm proximal to the tipball. There was no other damage noted to the guide wire. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that for a coronary interventional procedure, the 0.014 whisper guide wire was visually inspected before use, then advanced into the anatomy. Under fluoroscopy, the guide wire tip was noticed to be separated so the whole device was removed from the patient's anatomy. The procedure was completed with another like device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.